Event description:
"Per the site, related to procedure and possibly related to device. Left iliac limb occlusion. Subject had their 1-month CT on (B)(6) 2022 which showed left iliac limb occlusion. On (B)(6) 2022, subject underwent a penumbra mechanical thrombectomy of aorta along with left common iliac artery limb, left external iliac native artery, ivus, balloon angioplasty of right common iliac artery, left distal common femoral artery and proximal superficial femoral artery endarterectomy with vein patch angioplasty, left leg thromboembolectomy via common femoral artery approach and groin cutdown, left lower extremity angiogram. The subject was brought back in for a repeat CT on (B)(6) 2022 as she continued to have worsening left pedal signals. The CT showed irregularity/severe narrowing of the left common femoral artery at the bifurcation, narrowing of the proximal superficial femoral artery, a hematoma in left groin measuring up to 4.5 cm that may be contributing to the narrowing, and a small nonocclusive thrombus in the left common femoral artery. On (B)(6) 2022, the subject underwent a left common and superficial femoral endarterectomy with bovine pericardial patch angioplasty, right to left cfa to cfa bypass, aorto-uni-iliac endovascular graft to right cia." Patient outcome - "per the site, the adverse event is still ongoing."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00174, device 2 is being reported under MDR-2247858-2022-00175.

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00174, device 2 is being reported under MDR-2247858-2022-00175, and device 3 is being reported under MDR.

Event description:
"Per the site, related to procedure and possibly related to device. Left iliac limb occlusion. Subject had their 1-month CT on (B)(6) 2022 which showed left iliac limb occlusion. On (B)(6) 2022, subject underwent a penumbra mechanical thrombectomy of aorta along with left common iliac artery limb, left external iliac native artery, ivus, balloon angioplasty of right common iliac artery, left distal common femoral artery and proximal superficial femoral artery endarterectomy with vein patch angioplasty, left leg thromboembolectomy via common femoral artery approach and groin cutdown, left lower extremity angiogram. The subject was brought back in for a repeat CT on (B)(6) 2022 as she continued to have worsening left pedal signals. The CT showed irregularity/severe narrowing of the left common femoral artery at the bifurcation, narrowing of the proximal superficial femoral artery, a hematoma in left groin measuring up to 4.5 cm that may be contributing to the narrowing, and a small nonocclusive thrombus in the left common femoral artery. On (B)(6) 2022, the subject underwent a left common and superficial femoral endarterectomy with bovine pericardial patch angioplasty, right to left cfa to cfa bypass, aorto-uni-iliac endovascular graft to right cia." Patient outcome - "per the site, the adverse event is still ongoing."